Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
(B)(6) states the motor brakes do not always lock hold into place intermittently.